Event description:
A medtronic representative reported that while in a procedure, a dlif/tlif (direct lateral interbody fusion/transforaminal lumbar interbody fusion) inserter was damaged. The two prongs on the end of the inserter were broken off when the surgeon was removing the capstone cage. The patient was not harmed when the instrument was broken. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the surgeon used a different instrument, curved curette, to continue the procedure. The prongs were removed and thrown away at the site. Patient experienced no issues following the procedure. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient information now provided.